Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered rising, high impedance and possible fracture. The rv lead remains in use, and will be monitored during follow up visits and data transmissions. No patient complications have been reported as a result of this event.